Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the images provided in the attachments img_0249 and img_0250. The images were reviewed, and the complaint condition could be confirmed since the proximal end of the device is seen to be broken. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. The lot number of the complaint device could not be determined as it is not shown in the image. Thus, review of the manufacturing record evaluation could not be completed. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown tfna nail. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review / investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on october 17, 2019, during patient's visit to the hospital, it was found out through an x-ray that the proximal portion of an unknown trochanteric fixation nail advanced (tfna) nail had broken and a non-union. Initially, the patient had undergone a surgery to fix a broken left proximal femur fracture in (B)(6) 2019. The patient was referred to another traumatologist in the area for a second opinion and revision surgery if needed. It was mentioned that the patient was not in too much pain and had declined revision surgery at this time. The patient had several follow up visits since surgery in (B)(6) 2019. The issue was not observed until (B)(6) 2019 that the nail had broken. Patient status is unknown. Concomitant device reported: unknown tfna helical blade (part # unknown, lot # unknown, quantity 1), unknown locking screw (part # unknown, lot # unknown, quantity unknown), unknown end cap (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).